Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 600 mg/dl). The infusion set site was changed and manual injections were administered to address bg. Pump system check was performed with tandem technical support and device was found to be functioning as intended. Contact acknowledged pump was working as intended.